Manufacturer narrative:
.

Event description:
The patient reported experiencing problems with walking and increased pain compared to prior to device implant. One year ago, he began to feel numbness and tingling in his legs and feet; six months ago, leg spasms started to occur. The patient reported the pump has a morphine mixture. Subsequently, the patient reported he was doing better and his walking is better. Additional information has been requested from the physician.